Manufacturer narrative:
Correction to sections on initial report. Event date is unknown. Additional/updated information provided by the customer.

Event description:
The customer reported that the IV primed without difficulty with an extension set attached to the angiocath. The user then attempted to flush the line with 10cc normal saline and noticed the line was leaking at the end of the male luer. No patient harm reported.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the IV primed without difficulty with the extension set; when it was connected to the angiocath it started leaking . The leak was noticed at the end of the male luer. No patient harm reported.